Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings up to approximately 400 mg/dl, occurring after an illness with fever and during a menstrual cycle, and the user intermittently removed the ilet and used subcutaneous insulin injections to correct high glucose before resuming ilet use. Symptoms included hyperglycemia and associated alarm notifications. Outcomes included temporary interruption of pump therapy and need for manual insulin administration. Investigation included complaint handling with troubleshooting and education, and engagement of field clinical teams to provide guidance and assess whether a restart was appropriate. Investigation of this case revealed that the cause of the hyperglycemia was unclear, potentially influenced by intercurrent illness and physiological variability during menses, with no device malfunction confirmed. It was concluded that the event involved user management of high glucose with injections and that no device failure was established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.